Manufacturer narrative:
An event of leaflet dislodgment a 27mm sjm masters series mechanical heart valve was reported. Information from the field indicated that during implantation after sizing the valve, there was some resistance felt when rotating. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm sjm masters series mechanical heart valve was chosen for a mitral valve repair (mvr) procedure. During implantation after sizing the valve, there was some resistance felt when rotating. After implant, the surgeon found that valve leaflet was dislodged into one piece. The dislodged piece was recovered from patient. The valve was explanted and a new 29mm sjm masters series mechanical heart valve was implanted. There was no delay in the procedure. The patient was reported discharged.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm sjm masters series mechanical heart valve was chosen for a mitral valve repair (mvr) procedure. During implantation after sizing the valve, surgeon found that valve leaflet was dislodged. The valve was explanted and a new 29mm sjm masters series mechanical heart valve was implanted.